Event description:
Major pump unit(s) involved: device thrombosis.specific component(s) involved: pump drive unit malfunction.

Event description:
Major pump unit(s) involved: device thrombosis.additional text: a large thrombus was seen in the pump.specific component(s) involved: pump drive unit malfunction.additional text: large thrombus seen in pump.causative or contributing factor: no specific contributing cause identified.intervention(s): replacement of external controller; replacement of pump.implant device type: lvad.